Manufacturer narrative:
Event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Revision occurred (B)(6) 2019 following upward tilt of the glenoid approximately 11 months after primary surgery. The surgeon explanted the 24mm baseplate, +6mm post extension, 40mm centered glenosphere with screw, and 40/+3 humeral cup, and replaced them with a new 24mm baseplate, 40mm eccentric glenosphere with screw, and 40/+6 humeral cup.